Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6 health effect - clinical code- 4415 - speech disorder.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The sensor was inserted into the abdomen on (B)(6) 2025. At approximately 6:00 pm on (B)(6) 2025, the patient experienced hyperglycemia and had vomiting, abdominal pain, mental problems/crazy dreams, altered mental status, slurred speech, and confusion. The patient¿s mother called the paramedics. Emergency medical services (ems) arrived and took a fingerstick and the patient¿s blood glucose (bg was 540 mg/dl, while the dexcom continuous glucose monitor (cgm) was displaying ¿sensor error.¿ ems transported the patient to the emergency department where she was admitted into the intensive care unit for treatment of diabetic ketoacidosis (dka). Upon admission her bg was 529 mg/dl and the cgm still displayed ¿sensor error.¿ intravenous (IV) treatment included IV fluids (electrolytes, potassium, and magnesium) and medications (insulin, and three doses of morphine). The patient was transferred to a step-down unit the following day and received insulin injections per routine diabetes management. She was discharged home on 07/07/2025 at approximately 1:00 pm and she was doing well. No cgm values were displayed during the hospital stay. Med safety team attempted to obtain additional details for the day of the event, (symptoms, cgm values, alarm and alert messages) and left a message requesting a call back. To date no additional information was received. No other patient or event details were available. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No additional patient or event information is available.